Manufacturer narrative:
Results: bd received actual and representative samples, and photos, from customer facility for evaluation. The actual sample and photos were evaluated and the customer¿s indicated failure mode for hub collar separation with the incident lot was observed. Representative samples were evaluated from same lot# 5274672. Nine samples were evaluated by simulated safety shields activation, these engaged appropriately with no hub collar separation identified and could not confirm customers' indicated failure mode. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5274672. Conclusion: confirmed complaint. The root cause of the defect was found to be misalignment of the chevron and collar combs. The combs were properly aligned as well as replacement of welder stack on welder e.

Event description:
It was reported that while screwing the holder on, the hub broke from a 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter. The safety came off with the needle cap, exposing the needle. No serious injury, blood to mucous membrane exposure or medical intervention was reported.